Event description:
Hip replacement in 2009. Chronic unremitting pain. On (B)(6) 2011, hip replacement found to be infected. It was a severe infection which required immediate surgery to remove. The name of the hip replacement device is the depuy pinnacle. Six weeks of intravenous antibiotics needed before a replacement could be reinstalled. In the intervening time a spacer was used which became dislocated and required me to be completely bed ridden the 6 weeks. Reason for use: hip degeneration.